Event description:
It was reported that this right ventricular (rv) lead was explanted due to suspected insulation damage confirmed through x-ray. The lead was noted to have low impedance measurements and low amplitude r-waves. A new lead was implanted. No additional adverse patient effects were reported.